Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead has had a sudden increase in high, out of range pacing impedance (greater than 3,000 ohms). A technical service (ts consultant was asked to review the device data. Ts provided recommendations for lead integrity testing. The ra lead remains implanted. No adverse patient effects were reported.